Event description:
The device was used to analyze the pt ECG, rendered a shock, advised decision, and successfully delivered energy to the pt. Again the device recommended shock, but reportedly, while the defibrillator was charging, the charge aborted, simultaneous with a connect electrodes prompt. Another AED of the same model was on scene. This device was successfully used to continue to pt treatment. This device rendered no shock advised. The pt was not resuscitated. The reported could not determine whether they reported failure caused or contributed to the pt's death. The reporter stated there was approx a 1 1/2 minute delay in pt treatment as a result of the failure.